Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(4) , alleging that the subject meter (onetouch verio2) read inaccurately high compared to another device (onetouch vita). The reporter claimed obtaining blood glucose readings of 178mg/dl with the subject meter and 129mg/dl on another device, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up # 1 ¿ (02/18/2015). The patient¿s meter and test strips have been returned on 1/28/2015 and 1/20/2015, respectively, and evaluated by lifescan product analysis on 2/6/2015 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. The test strips involved with this complaint failed testing. The test strips were evaluated and the primary complaint was not confirmed; however, a secondary issue was noted where error 4 was observed during control solution tests. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.